Manufacturer narrative:
The device referenced in this report has not been returned back to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad was burned and metal was exposed while the doctor was cutting and sealing. Furthermore, olympus was informed that no device fragment fell into the patient. A short circuit error was displayed on the generator during the procedure. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. The procedure was successfully completed using a different thunderbeat device. There was no patient injury reported.